Event description:
The home pt was currently on antibiotics for peritonitis. Reportedly, the home pt presented to the e.r. In 2004 with abdominal pain, fever and cloudy effluent. An effluent culture was taken the next day and the pt was diagnosed with peritonitis at the clinic. The home pt was treated with vancomycin 2g intraperitoneal (ip). The home pt's nurse attributed this episode of peritonitis to a known break in aseptic technique. Two days later, the home patient was hospitalized and treated with cefazolin (dose unk) intravenously. The home pt was discharged from the hospital 1 week later with a diagnosis of sinusitis from the hospital's infectious disease center. All the cultures and tests performed at the hosp had negative results for peritonitis.